Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient observed very low cgm values, ate a lot of carbohydrates and did not inject insulin. Later he was feeling strange, was thirsty and had fatigue. His feet were numb and he had muscle weakness. He called for an ambulance and was brought to the hospital where the bg finger stick was 62.0 mmol/l and the cgm value was 4.7 mmol/l. He was admitted to the hospital and had a heart electrocardiogram to check for abnormalities caused by the high bg, but did not remember the names of the medications or treatments he received. After 7 days he was discharged home in good condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.